Event description:
The physician successfully used a (B)(4) coil to frame a renal aneurysm. The second coil, a (B)(4), was successfully advanced into the aneurysm about 15 cm before meeting some resistance. The physician tried to adjust the catheter tip placement and advance again. The physician described feeling a "pop" and then noticed that the coil had detached. He was able to successfully remove the coil with a snare device. He completed the case with two additional coils. There were no patient complications.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
The pusher assembly pet lock is intact. The coil is not attached to the distal detachment tip (ddt). Both the pull wire and the proximal constraint ball are present in the ddt. The coil is tangled in the snare and unwound. The coil stretch resistant (sr) wire is broken near the proximal constraint ball. The unintentional release of the coil noted in the complaint is confirmed. The cause of the release is a break in the sr wire. The cause of the break appears to be excess tensile force applied to the coil while attempting to move it against resistance during repositioning of the catheter and advancement of the coil as described in the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.